Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer attempted to reset the pump with guidance from technical support, but the issue persisted. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.